Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the iol became dislodged and adhered to the iris. The iol was replaced. Additional information has been requested.